Event description:
During an in clinic follow up, episodes of noise resulting in oversensing were noted on the right ventricular (rv) lead. A lead revision is being considered. No intervention has been performed at this time. The patient was stable and will continue to be monitored.